Event description:
A medtronic representative reported that, while in a cranial procedure, synergy cranial 2.2.6 software became unresponsive. The screen turned black while the surgeon was on the navigation page. A hard re-boot of the system restored navigation. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A replacement computer was sent to the site and installed in the system for issue resolution. Suspect computer received for testing on (B)(4) 2013 and tested by (B)(4) 2013. Testing of suspect computer determined it directly caused the event. Initial power on was successful. Ram cards were secure. After launching the software applications, approximately 10 minutes later, the system went to a black screen. After restarting the system display returned. Inspection revealed video graphics card (vgc) cooling fan was not running. The cooling fan power cord was disconnected from its jack on the card. After securing the connection, the computer behaved properly.

Manufacturer narrative:
Patient age and weight not available from the site. Software investigation not completed at time of this report.